Event description:
Boston scientific received information from the local sales representative that there was a lead safety switch (lss) on this right ventricular (rv) lead. The patient advocate reported a pre-syncopal episode when this ocurred. The daily measurements revealed one low range at 240 ohms otherwise they are stable around the 400s. Impedances are stable and there is no noise to be noted on the rv lead. There are signs of oversensing with inhibition. The sales representative reprogrammed the autocapture to off. Additional information received from the local sales representative that this rv lead was surgically abandoned. No adverse patient effects reported from this procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.